Event description:
Customer reported the insulin pump kept alarming no delivery during bolus. Customer does not recall blood glucose level. Customer had run a fixed prime and stated insulin did exit and believed it was a site issues. He was at work and was unable to remove site. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.